Event description:
During the first two weeks of january 1998, two physicians have experienced a total of five incidents of capsule tears during cataract extraction procedures as the relult of low aspiration flow from the handpiece and poor followability of the nucleus. None of the patients experienced any additional injury. All patients are doing well.